Manufacturer narrative:
(B)(4). Section g4: the rt268 infant dual-heated evaqua2 breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k103767. Fisher & paykel (f&p) healthcare is currently in the process of finalizing the investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in china that seven mr290v autofeed humidification chambers, provided as a part of rt268 infant evaqua2 breathing circuits , were found cracked prior to patient use. There was no patient involvement reported.

Event description:
A distributor reported on behalf of a healthcare facility in china that seven mr290v autofeed humidification chambers, provided as a part of rt268 infant evaqua2 breathing circuits, were found cracked prior to patient use. There was no patient involvement reported.

Manufacturer narrative:
(B)(4). Section g4: the rt268 infant dual-heated evaqua2 breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k103767. Method: the subject mr290v vented autofeed humidification chambers were requested to be provided to fisher & paykel (f&p) healthcare in new zealand for evaluation. Results: review of the provided video confirmed the reported cracks on the domes of all seven mr290v vented autofeed humidification chambers. Conclusion: the presence of the reported cracks was confirmed by reviewing the video provided. The cause of the observed cracks was not determined. The user instructions provided with the rt268 breathing circuit include the following: - "do not use the chamber if the seals are not intact of if it has been dropped." - "visually inspect breathing sets for damage (e.g. A crushed tub or cracked connector) before use and replace if damaged." - "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." - "ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."